Manufacturer narrative:
The immucor laboratory received returned blood sample from the customer site and tested it against retention product on (B)(6) 2016. The blood sample was tested several times and generated either equivocal or positive outcomes, i.e. Not negative. The retention product performed as expected.

Event description:
On (b)(46 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (pooled cells) on a galileo instrument.